Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data from the pod showed that an 0x5c alarm was generated during first prime which prevented the pod from completing activation. The data showed timeouts in tandem with a failure of the rotational sensor to transition as expected, indicating that a drive stall occurred which contributed to the alarm. Inspection of the pod found no damages or manufacturing deficiencies that would result in a drive stall. The exact cause of the drive stall and subsequent alarm could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod their blood glucose level had rose to 273 mg/dl. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod.